Manufacturer narrative:
An event regarding arthrofibrosis involving a triathlon cs insert was reported. The event was confirmed based on medical records. Method & results: device evaluation and results: not performed as no items were returned. Medical records received and evaluation: medical review of this case indicated: arthrofibrosis due to extensile exposure of the knee required for arthroplasty as principal failure mode in prior varus knee in an obese patient with suboptimal patellar component position and possibly suboptimal femoral component position as multiple secondary factors. Device history review: there were no reported discrepancies for the referenced lot. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the medical review indicated that arthrofibrosis due to extensile exposure of the knee required for arthroplasty was the principal failure mode in prior varus knee in an obese patient with suboptimal patellar component position and possibly suboptimal femoral component position as multiple secondary factors. A CAPA trend analysis was conducted for the reported failure mode and concluded that arthrofibrosis may result from other factors not necessarily related to the device. No further investigation is required at this time.

Event description:
Patient was revised for stiffness and lack of rom.

Event description:
Patient was revised for stiffness and lack of rom.

Manufacturer narrative:
The following other devices were also listed in this report: triathlon cr fem comp #5 r-cem; cat# 5510-f-502; lot# ekjny; triathlon asymmetric x3 patella; cat# 5551-g-320; lot# n4xe. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.